Event description:
Customer reported a hospitalization for low blood glucose that occurred last june. Customer's current blood glucose is 83 mg/dl. Customer stated he has been having highs and lows between june and july. When customer was hospitalized, he said he was experiencing vomiting, thirst, dizziness, and fainting customer went to his room to lay down when his tubing got caught on a door knob and disconnected him, causing him to go low. 911 was called and customer was taken to the hospital where he was diagnosed with diabetic ketoacidosis. Customer's blood glucose was 19 mg/dl when hospitalized. Customer declined troubleshooting for high and low blood glucose. He was advised to try smaller size tubing. The device is being replaced due to a damaged battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.